Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the patient's outcome could not be conclusively determined through this evaluation. Multiple attempts for additional information, including product status, were sent to the customer; however, no additional information has been provided at this time. No product was returned for investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reportable rationale: a controller exchange is considered medical intervention. Reason for the exchange is not known.

Event description:
It was reported that the patient passed away. The cause of death was unknown. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.